Event description:
Procedure performed: distal laparoscopic robotic, possible lap/hand assisted distal pancreatectomy event description: complaint created based off medwatch. Uf/importer report # (B)(4). Surgeon was operating on the patient trying to remove the specimen from the body cavity. Surgeon then noticed that the 10mm retrieval system was difficult to close. Once the surgeon tried to bring the specimen out through the port using the retrieval device, it snapped. Surgeon had to cut strings to get the device out of the body. Additional information received on 06dec2023 via email from name, facility, no patient injury occurred. No images of device are available. The closing portion of the device snapped. No portion of the device fell into the patient. The actuator was not able to be fully retracted. The specimen was contained inside the bag. Intervention: surgeon had to cut strings to get the device out of the body. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch # (B)(4).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch uf/imported report# 5201770000-2023-8166.

Event description:
Procedure performed: distal laparoscopic robotic, possible lap/hand assisted distal pancreatectomy event description: complaint created based off medwatch. Uf/importer report # 5201770000-2023-8166. Surgeon was operating on the patient trying to remove the specimen from the body cavity. Surgeon then noticed that the 10mm retrieval system was difficult to close. Once the surgeon tried to bring the specimen out through the port using the retrieval device, it snapped. Surgeon had to cut strings to get the device out of the body. Additional information received on (B)(6) 2023 via email from [name], [facility] no patient injury occurred. No images of device are available. The closing portion of the device snapped. No portion of the device fell into the patient. The actuator was not able to be fully retracted. The specimen was contained inside the bag. Updated to npr. No response from rep after 3 attempts. Intervention: surgeon had to cut strings to get the device out of the body. Patient status: no patient injury occurred.